Manufacturer narrative:
Additional information for this event could not be obtained. Therefore, further investigation of the reported event could not be performed. If additional information is received, a supplemental MDR will be submitted in accordance with 21 cfr 803.

Event description:
It was reported through the FDA medwatch program that during perfusion, the liver began to experience flow issues to the hepatic artery. The metra delivered an alert for "low flow". Troubleshooting took place and it was determined that the alert was delivered as no flow was calculated.